Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was over 500 mg/dl. Customer had treated high blood glucose with insulin pump. Customer reported symptoms such as headache and dry mouth as a result of high blood glucose. Troubleshooting was performed. Customer reported insulin pump was under delivering insulin. Customer reported one of the infusion set had leak. Displacement test was performed. Customer reported displacement test passed. Customer reported auto mode feature was active during reported high blood glucose event. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.